Manufacturer narrative:
On october 4, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the saline breast implant was found to be ruptured. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Since no lot number was provided, no manufacturing record evaluation could be performed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent revision breast reconstruction surgery with a 425cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side. The patient underwent bilateral replacement surgery on (B)(6) 2023. Conflicting information was provided regarding the type of replacement devices used on (B)(6) 2023. Multiple attempts were made for clarification. However, no response has been received. If information is received in the future, supplemental report will be submitted. Mentor is also aware that the event date ((B)(6) 2022) is prior to the manufacture date (may 22, 2023) of reported lot number 9887978. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 29, 2023l, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On october 2, 2023, mentor received clarification that device information (serial number (B)(6)) was the replacement device implanted on (B)(6) 2023. The implant which was deflated/ruptured was the implant which was placed in 1996 and the number is unknown. Corresponding fields have been updated on this form under section d. Manufacturer¿s reference number: (B)(4).